Manufacturer narrative:
Information was not provided during initial report. Additional information has been requested. Investigation could not be completed, no conclusion could be drawn as no device was returned, and no part number or lot number were provided.

Event description:
A prodisc-l implanted at l5 - s1 will be revised to a pedicle screw fusion. This is number two of three reports for the same event.